Manufacturer narrative:
Health effect: f2203. A review of the device history record has been completed. No deviations or non-conformities noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lot number in the patch: 2654505. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: rupture.

Event description:
Patient reported right implant rupture diagnosed via computed tomography (CT). Device has been explanted.